Event description:
The customer reported that she went to the emergency room due to diabetic ketoacidosis. The customer stated that she had changed the infusion set that day, and the needle never went into her body. The customer changed the infusion set again and gave herself a manual injection prior to going to the emergency room. The customer declined troubleshooting as she knew that the event was due to the needle not going through her skin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.